Event description:
The pt contacted lifescan and reported that thier one touch ultra meter would not power on with a test strip insertion. Medical affairs specialist called and left a message for the pt. A letter will be sent since there was no response. The pt reported that since the beginning of march, the meter would not turn on when a test strip was inserted. After they would insert the test strip, they would have to press the m (power button for the apply sample icon to appear. For the one touch ultra meter, the meter sould power on when a test strips is inserted. Pressing the m button should not be necessary. The test strip went into the meter smoothly without any problem for the pt. They had stated that they was not always able to get a result and so they would go to the doctor's office to get their blood glucose checked. They also reported that they were feeling lethargic and feeling slow at the time of concern. A lab result of 219 mg/dl is reported (which does not reflect serious injury). They were also treated by a medical professional, however, there is no further info regarding the treatment. The pt was sent a replacement meter, test strips, control solution and an accuracy brochure.